Manufacturer narrative:
Inspected one opened/used enlite sensor and found sensor cannula bent inside sensor, no broken parts were observed during analysis. Unable to confirm if customer received sensor in said condition due to customer returning it opened/used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the sensor had no electrode after the sensor was removed. The customer's blood glucose was unknown at the time of incident. The customer stated that the electrode could not be found. The sensor will not be returned for analysis.